Event description:
Pt was having pain post op. A reoperation was performed approx 5 1/2 mos post op for scar excision. During the surgery, a loose set screw that was discovered was removed.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.